Event description:
The customer reported on (B)(6) 2014 his blood glucose history is as follows: there were no carbohydrate count or insulin dosages provided. Upon further inspection he noticed the cannula looks a little bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.